Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 391 mg/dl. The customer was treated high with pump. The customer had reported no symptoms. Customer¿s high blood glucose level was 391 mg/dl at the time of the incident. Customer¿s current blood glucose level was reported as 492 mg/dl. The customer was assisted with troubleshooting. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer report customer does not allege pump was under delivering. Customer reports insulin exited. Customer reports multiple large air bubbles were not present. Customer stated cannula was not bent. Customer declined to perform the high pressure test. The customer states she had blood glucose levels of 400 mg/dl. Customer states insulin exit the pump while filling the tubing . The customer felt the pump was under delivering. Customer reported different blood glucose levels at different timings of 391 mg/dl , 380 mg/dl, 420 mg/dl, 453 mg/dl, 424 mg/dl, 378 mg/dl and 346 mg/dl. Customer states she did not retain the training for her 630g pump. Customer states she used to be on the u500 and her doctor moved her back to u100 in the last three or four weeks. The customer also stated that she had blood at site and skin irritation the insulin pump will not be returned for analysis.